Manufacturer narrative:
An evaluation of both returned rods revealed no manufacturing, processing or design related irregularities. The implants were found to be properly manufactured and released according to design specifications. The surgeon indicated he suspects the event was due to a failed interbody provided by a separate manufacturer. He also stated that the patient was a heavy smoker. The illico instructions for use (ins-028) provides warnings for this type of event; warnings: 2. The illico mis posterior fixation system implants are used only to provide temporary internal fixation during the bone fusion process with the assistance of a bone graft. A successful result may not be achieved in every instance of use with these devices. Without solid bone fusion, these devices cannot be expected to support the spine indefinitely and may fail due to bone-metal interface, rod failure or bone failure. 8. Other significant risks to spinal surgery include alcohol abuse, obesity, patients with poor bone, muscle and/or nerve quality. Patients who smoke should be advised of the consequences that an increased incidence of non-union has been reported with patients who smoke. 11. It is recommended that the implants of the alphatec spine product lines should not be used with any other company's spinal systems the illico mis posterior fixation system is intended to facilitate the surgical correction of noncervical spinal deformities by providing temporary internal fixation and stabilization during bone graft healing and/or fusion mass development. When used for a minimally invasive posterior approach illico mis instrumentation is used in conjunction with polyaxial screw components. The implants are manufactured from surgical grade titanium alloy (ti-6al-4v eli or ti-6al-4v). The rods are available in commercially pure (cp) titanium and/or cobalt chrome.

Event description:
Revision surgery was conducted on (B)(6) 2014 to remove and replace an illico fixation system originally implanted in 2013. X-rays taken (B)(6) 2014 revealed both 5.5mm pre-contoured rods of each of one 1-level constructs had fractured and broke at the l3-l4. The surgeon suspects the event was due to a failed interbody provided by a separate manufacturer. The male patient reported to be a heavy smoker with grade 1 spondylolisthesis has been released from the hospital and is doing well.